Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during the load fill process. The customer's blood glucose (bg) level was 252 mg/dl and the customer had administered a correction bolus to address bg level. The customer had changed out the tubing and resume insulin.

Event description:
Reportedly, the customer had stated blood glucose levels were affected due to load process and had to take time to load cartridge off pump.